Event description:
Intacs caused corneal edema through the anterior chamber in a pt that had severe keratoconus in the cornea; so, intacs were removed. Dates of use: (B)(6) 2011 - (B)(6) 2012. Event did not reappear after reintroduction: no.

Event description:
Add'l info rec'd from rptr 3/20/2012: addition technology's surgeon training courses teach of possible complications that may occur pre-intra and post operatively. Corneal edima is covered and is not a result of the intacs product but of the already existing irregular cornea that is present with a severe keratoconus cornea. Statement from surgeon: on (B)(6) 2012, pt has not been able to be fitted for hard contacts due to his progressing keratoconus. The options were intacs or corneal transplant for the right eye. The pt had intacs surgery on (B)(6) 2011 for keratoconus. On (B)(6) 2012 postoperatively, pt was developing corneal edema in the right eye, so the inferior intac was removed on (B)(6) 2012. The corneal edema continued and on (B)(6) 2012, the remaining superior segment was also explanted. The surgeon believes that this failure was no cause of the intacs themselves but the condition of the irregular cornea to begin with. There may be no alternative but to offer the pt a corneal transplant. Pt is currently being closely monitored by his optometrist and the surgeon.